Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to auto-reduction. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken in the future.

Event description:
Related manufacturer reference number:1627487-2022-04919. Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned ipg found it was in service app (failure to launch therapy app) due to the explant procedure. The crc check on the therapy application failed; device is not recoverable, therefore it could not be functionally tested on the automated tester.